Event description:
The user reported that during an angiographic procedure the female luer of the manifold in the kit cracked while connected to a syringe. Air bubbles were seen in the system before injecting contrast. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation has been completed.